Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided information to assist the caller in resetting the pump. The issue did not recur after the reset, allowing the customer to continue using the pump. Caller was instructed to call back if any malfunction code recurs, and they acknowledged and understood the instructions.